Manufacturer narrative:
UDI number: (B)(4). This device was explanted for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Attempts to retrieve the device as well as additional event information are in progress. Based on the initial information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported through implant patient registry, a patient originally implanted with a 33mm valve in the tricuspid position for 1 year 8 months, underwent an explant procedure for unknown reasons. The patient received a replacement 33mm valve. The current patient status is unknown.

Event description:
It was reported through implant patient registry, a patient originally implanted with a 33mm 7300tfx valve in the tricuspid for 1 year 8 months, underwent an explant due to endocarditis, mrsa, large vegetation on leaflets, tricuspid stenosis, and tricuspid regurgitation. The patient received a replacement 33mm 7300tfx mitral valve. The patient was taken to ICU in stable condition. The medical records indicated patient had complete heart block post procedure and pacemaker was implanted on post operative day 4.

Manufacturer narrative:
H11: corrected data: corrected sections b5, f10

Event description:
It was reported through implant patient registry, a patient originally implanted with a 33mm valve in the tricuspid for 1 year 8 months, underwent an explant due to endocarditis, mrsa, large vegetation on leaflets and tricuspid valve regurgitation. The patient received a replacement 33mm mitral valve. The patient was taken to ICU in stable condition.  The medical records indicated patient had complete heart block post procedure and pacemaker was implanted on post operative day 4.

Manufacturer narrative:
H10: updated b5, b7, patient codes, device codes, method codes, results codes, conclusion codes; additional manufacturer narrative: prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. In this event through medical records the patient is reported to be an IV drug user. The root cause of this event is most likely due to patient factors. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Manufacturer narrative:
H11: corrected data: corrected section h6 (results code).